Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak of backwash fluid from the probe wash. The fse completed a probe wash diagnostic test and observed that the rinse block was not traveling far enough. The fse performed a probe wash mechanical alignment which resolved the leak and the instrument ran without leaks and all repairs were verified per established service procedure.

Event description:
The customer reported a clear fluid leak of approximately 2ml from the manual probe on a coulter lh 500 hematology analyzer during instrument startup. The leak was not contained within the instrument. The instrument was operational in the automatic mode. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and eye glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.